Manufacturer narrative:
Based on the provided medical records and imaging clinical assessment was able to confirm the reported type iiia endoleak, stent cage dilation (28%), and separation of the aortic cuff. The reported type iiib endoleak is refuted. The intraluminal thrombus complaint is confirmed. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post successful re-intervention. A definitive root cause cannot be determined; however, the type iiia endoleak and separation are most likely anatomy related (aortic remodeling). The devices remain implanted in the patient; therefore, a device analysis cannot be performed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
An afx bifurcated stent graft and an afx vela suprarenal were implanted to treat an abdominal aortic aneurysm. Approximately five (5) years post initial procedure, a type iiia endoleak with partial separation, possible intraluminal thrombus, and dilation (25mm to 33mm) with type iiib endoleak (both of the aortic proximal aortic extension) were detected per routine follow-up cta. Re-intervention was successfully completed by relining the initial implant with an afx2 bifurcated stent graft and two afx vela suprarenal. Reportedly, the patient was doing well post re-intervention and released one day post-op.